Manufacturer narrative:
As reported in the literature by wei, x., et al. (2019). A retrospective study comparing the effectiveness and safety of exoseal vascular closure device to manual compression in patients undergoing percutaneous transbrachial procedures. Annals of vascular surgery. Doi: 10.1016/j.avsg.2019.06.031; after use of an exoseal vascular closure device (vcd) one patient suffered permanent or surgery for access site-related nerve injury within seven days post procedure. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The exoseal IFU lists the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following, vascular injury requiring repair, access site-related bleeding requiring transfusion, access site-related infection, new lower extremity ischemia, access site-related nerve injury requiring surgical repair, retroperitoneal bleed, permanent access site-related nerve injury and death. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in vascular injury requiring repair. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported in the literature by wei, x., et al. (2019). A retrospective study comparing the effectiveness and safety of exoseal vascular closure device to manual compression in patients undergoing percutaneous transbrachial procedures. Annals of vascular surgery. Doi: 10.1016/j.avsg.2019.06.031; after use of an exoseal vascular closure device (vcd) one patient suffered permanent or surgery for access site-related nerve injury within seven days post procedure.